Manufacturer narrative:
(B)(4). Batch # u93u5y. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the first 10-12 clips were well formed, but the surgeon complained that the clipper didn¿t "feel right" in his hand. It was sticking and not firing smoothly. It was difficult to fire and fed clips sideways. Clips did not feed/advance fully into the jaws. The last 3-5 clips didn¿t load symmetrically and were malformed. There were no patient consequences.